Manufacturer narrative:
Correction: device code 2306 removed. Visual analysis was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation confirmed the reported stent dislodgement. It is likely that the dislodgement occurred during removal of the protective sheath or mishandling during preparation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was received that stated the stent was not missing. The stent had dislodged before opening the package. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation and before use, it was noted that the stent was missing. The device was not used and there was no patient involvement. There was no additional information provided.